Event description:
It was reported that the patient was presented in clinic for a routine follow-up and upon interrogation, the pulse generator exhibited a telemetry anomaly. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.